Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low reading from the adc device. The customer experienced a loss of consciousness, causing them to fall down, and was taken to the hospital via ambulance. A reading of "32" was obtained on an hcp meter and customer received unspecified IV and then food and drink for treatment of hypoglycemia. Although low sensor readings were reported, it cannot be confirmed if the sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.